Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml there was a crack on the barrel. There was no report of patient impact. The following information was provided by the initial reporter: noted crack on 5ml syringe prior to use.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-apr-2023. H.6. Investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, it was observed that the barrel had a crack extending from 1.4ml to 4.4ml grad lines. Potential root cause for the barrel cracked defect is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 2012746. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use, 5 ml there was a crack on the barrel. There was no report of patient impact. The following information was provided by the initial reporter: noted crack on 5ml syringe prior to use.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.